Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 472 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle?

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and suture was used. During the procedure, the needle broke after three stitches of intradermal tissue were sutured. The surgeon immediately looked for the broken needle and found it. The integrity of the suture needle was checked. After confirming that there was no residual foreign matter in the patient's body, a new suture was replaced for skin sewing again. This event caused no other harm to the patient except that changed a new suture to sew again during the same surgery due to the broken needle. There were no adverse patient consequences. Additional information was requested.